Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of adhesive damage is traced to expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. However, during the device analysis, the light guide lens adhesive at the distal end was observed to be lifting off and there is a gap in the adhesive. There was no patient involvement.